Manufacturer narrative:
Other, other text: b3: event date recorded. B5: updated with additional information. H6: patient code updated to reflect code 2645. Evaluation results: one cadd legacy plus pump (6500) was returned for investigation in good condition. The screen was cracked. Error code 1310 was not observed in the event history log. The error code was replicated during power up however. The problem source of the reported product problem was unknown. A root cause was not established. The error code was cleared by the investigator.

Event description:
Information received indicating that a cadd legacy plus pump gave lec 1310 error. The pump also displayed that the pump's service was due. No adverse effects reported. Additional information was received indicating that the product problem did not occur during patient use. There was no patient involvement. The event occurred on (B)(6) 2020.

Event description:
Information received indicating that a cadd legacy plus pump gave lec 1310 error. The pump also displayed that the pump's service due was. No adverse effects reported.